Event description:
On (B)(6) 2008 a monarc subfascial hammock was implanted to treat stress urinary incontinence. Plaintiff's attorney has alleged that, "from (B)(6) 2008," plaintiff experienced "pain, discomfort, dyspareunia, and other urinary problems." It was also alleged that plaintiff suffered "worsening incontinence," "debilitating injuries from the synthetic mesh," "required and will continue to require healthcare services," "has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages," including, but not limited to mesh erosion that "caused dense scarring," and "subjected plaintiff severe and permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.